Event description:
In 2009, the pt's mother reported that 2-3 weeks ago the pt received blockage messages on his insulin infusion device (competitor product) 3 different times. She said that each time there was blood in the tubing in the pigtail of the infusion set. She said the blockage was cleared by changing the infusion set. She stated, the pt changes his infusion headset every 2.5-3 days and was advised the headset should be changed every 2 days. She stated, the pt had elevated blood glucose readings of 400 mg/dl with his normal range being around 100 mg/dl. She stated his symptom was being hyperactive and he bolused to correct his reading. Courtesy infusion sets and an infusion set insertion device were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.